Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. Motor position encoder error alarm was not confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Motion sensor test failure and check settings alarms were not verified due to motor error alarms. The device had cracked case at display window corners and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motion test sensor failure alarm on their insulin pump. The customer also requested assistance with changing the time on their insulin pump. The customer's blood glucose was 108 mg/dl. The customer stated the alarm occurred only once. The customer was advised their insulin pump needed to be replaced. No additional information provided.